Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's interface printed circuit board, the generator interface board, the fluoro functions board and the arc-net connector were reseated. The system was tested and found to be working as intended and put back into service.